Event description:
On the (B)(6) 2005, the pt had a versys stem and durom cup inserted for oa. Pt has been complaining of a metallic taste in her mouth, pain and swelling of the hip, her metal ions have increased since the implantation of this device. Revision surgery is planned on (B)(6) 2013 due higher amounts of metal ions, pain and swelling. The versys stem will be remaining in situ if there are no problems with it intra-operatively during the revision.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As the pt is monitored and has not been revised to date. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the info provided, as the pt has not been revised, the common clinical presentation and the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a correction in july 2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation and zimmer (B)(4) will close this case. (B)(4).